Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first inflation with the rx voyager, the balloon ruptured at 6 atm. Another company's balloon catheter was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in the procedure was heavily calcified, which could have contributed to damaging the surface of the balloon such that upon inflation is ruptured. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.